Manufacturer narrative:
Mc1vr01-delsys fdd c63019, fdc 4315. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, after the device was unpacked from the sterile box, the physician noticed fluid in the device cup. The leadless ipg was not implanted. A new leadless ipg system implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Mc1vr01-delsys product event summary: the full delivery system was returned and analyzed. The analysis indicated that there was a visual observation with the delivery system. The analyst noted that full delivery system was returned without the packaging with the device intact with the tether and not recaptured in the device cup. There is dried liquid spots in the device cup. If information is provided in the future, a supplemental report will be issued.